Event description:
The hcp reported the patient had a large seroma with redness in the area of the pump that was drained and cultured. The cultures were negative, but the physician treated with oral antibiotics. The patient then experienced a loss of pain control. Studies revealed the catheter had migrated out of the intrathecal space and coiled in the tissue. The pump had been infusing hydromorphone and bupivicaine. The device system was explanted after an implant duration of 1 month due to a suspected infection with reddened, warm skin. The pt had no fever and no wound dehiscense. The hcp sent cultures from the pump pocket that also were negative. The patient was discharged with oral antibiotics post op and has recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal no anomaly found- normal device function.